Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they need to have an MRI since they would have a surgery to have the implant taken out. Patient mentioned that the implant has not been turned on for over 6.5 years. Patient mentioned that when they would sneeze, they would get "shocked feeling" and they were in pain. Patient mentioned that their doctor (hcp) recommended to have their implant be removed. Agent sent MRI form via email. Additional information was obtained by the manufacturing representative. Rep was ask if she was aware of shocking or any other device issues. She stated the first time she ever heard from this patient was on monday (B)(6) 2026 where patient said, ¿I need an MRI and in order to have the MRI, the ins will need to be removed¿. Rep said she made the doctor aware of this. Other than this info, patient did not mention anything else.